Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint rt205 breathing circuits were returned to fisher & paykel healthcare (B)(4) for evaluation and were pressure tested and submerged in a water bath to check for leak. Results: the pressure test revealed that the breathing circuits were out of specification. The water bath test showed that the leak was through the connection between the lid and bowl of the water trap. Conclusion: the leak was caused by a failure in the seal between the water trap bowl and lid. The rt205 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the product was released for distribution, during transport or storage. The user instructions that accompany the rt205 adult breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that 6 rt205 adult breathing circuit kits failed the drager evita xl leak test. This was found prior to patient use.